Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio-ID) was failed. A field service engineer found no issues detected with biometric identifier (bio-ID). A nurse was actively logged in and dispensing medications. Verified all system drivers were up to date no discrepancies found. Reviewed event viewer logs: no errors related to bio ID; one ntfs warning noted. Ran sfc /scannow and confirmed drive status using wmic diskdrive get status all drives reported as healthy. Multiple nurses successfully logged in without issue, confirming bio ID functionality. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was failed and required maintenance. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.